Event description:
Initial information was received from a consumer's mother on (B)(6) 2012: a (B)(6) female patient initiated treatment with poly-l-lactic acid (sculptra aesthetic) (no lot number or expiration date was provided) one session on (B)(6) 2012, for cosmetic purposes on laugh lines. The consumer's mother reported a few months after injection, her daughter noticed a lump inside her cheek, which started getting larger and was a creamy color inside her cheek. The physician surgically removed the lump on (B)(6) 2012 and the final diagnosis was "left cheek foreign body giant cell reaction associated with polarizable exogenous material consistent with augmentation material." The patient has many expenses associated with this and has also been hurt and nervous over this process. The inside of her cheek is not smooth after the surgery. No medical history or concomitant medications were reported. No further information was provided.